Event description:
Caller reported that insulin gauge displayed an amount different from expected, with a current fill estimate issue showing +60 units instead of the expected 290 units. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to disconnect and deliver a 10.2-unit bolus to update the insulin estimate and was educated about using room temperature insulin and checking for air in the cartridge. Despite the discrepancy, caller chose not to load a new cartridge and will continue using the current one, with the option to follow up if needed.